Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device connector foot pedal is loose and comes off. No patient harm was reported.

Manufacturer narrative:
This report is being submitted for additional information regarding legal manufacturer's final investigation results and correction. The device was returned for evaluation and the reported allegation was confirmed. The footswitch connection port was detached and reassembling it solved the problem. A device history record review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device connector foot pedal is loose and comes off. No patient harm was reported.